Manufacturer narrative:
H11: two (2) actual samples were received for evaluation. A visual inspection with the naked eye and magnification noted a scratch/surface markings on the tubing near the patient adapter. The scratch/surface markings were measured with a tappi chart and the scratch/surface markings are greater then 0.60 mm2. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to manufacturing caused by tubing gripper during the assembly process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a crack in the patient line of three (3) homechoice cassettes. Two of the cassettes were observed during set up of the devices for peritoneal dialysis therapy. The third cassette was discovered before taking it out of the package. The rn stated that "the line was not clear and it looked as if they had a scratch and the crack was located 2 inches from where the patient" would be connected. There was no report of patient injury or medical intervention associated with this event. No additional information is available.